Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve had stenosis. The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve. Additional information provided by the valve clinical coordinator indicating that the patient presented with acute on chronic heart failure, shortness of breath, dyspnea on exertion and fatigue prior to valve-in-valve intervention. The mean gradient was elevated at 57mmhg with an effective orifice area (eoa) of 0.5cm^2 and reduced aortic valve area (ava) of 0.69cm^2. The final patient condition was reported as discharged on postoperative day 4 after valve-in-valve.